Event description:
Information was received that a smiths medical pneupac parapac plus ventilator had "no self test". No adverse effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received from the reporter stating "the device turns on and delivers ventilation for nearly a minute before performing its post, and it also is unresponsive/delayed in responding to alarms. I believe the main board likely failed". The device was last checked in november with no issues. It was also reported a disconnect alarm occurred and it "took a minute to alarm", but the circumstances were unknown. The user did not provide any information regarding the settings or whether the device was involved with a patient. "No patient event was filed. Device was immediately taken from use" a problem was noted and the "battery replaced in case it was a dead battery causing a delay on leds/alarms/sounds. This did not resolve the issue and the device still ventilates multiple breaths before performing its power on self-test. Ventilator does function, but all alarms and self-tests appear to be unresponsive and/or delayed substantially".

Manufacturer narrative:
One pneupac parapac plus ventilator was returned in used condition with peep knob cap missing. The knob was then turned to the ventilate position but the device did not power on upon performing initial check. Based on the evidence the complaint was confirmed. However, the root cause is unknown.